Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, with the current fill estimate showing 95 units, which was not changing despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this could occur due to a large variance in measured pressures used to calculate the insulin remaining. They explained that once the actual insulin remaining matches the static number on the display, the fill estimate would count down as usual. The caller understood and acknowledged the explanation.